Manufacturer narrative:
Neither sample nor photo was provided for review. The device history record of reported lot number: 4415144 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that every time the facility used this specific lot number of 250ml cassettes, there was a downstream occlusion. This event occurred at the patient's home. There was patient involvement, and no patient harm/adverse event reported.